Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the physician/author stated that medtronic valve did not cause or contribute to the observed adverse events. No further details were provided.

Event description:
Literature was reviewed regarding an 87-year-old female patient with severe low-gradient aortic stenosis who presented with acute heart failure and concurrent covid-19 pneumonia. Subsequently, she underwent successful implant of a medtronic 23-mm evolut r bioprosthetic valve with extracorporeal membrane oxygenation (ECMO) support. Immediately following valve deployment echocardiography showed moderate-to-severe aortic regurgitation. The patient experienced gradual bradycardia ending with a transient asystole and a brief cardiac arrest, which with hemodynamic support provided by ECMO prevented any serious complications. The physician/authors attributed these clinical occurrences to under-expansion of the valve frame due to significant calcification. Post-dilation of the valve frame via valvuloplasty balloon resulted in good frame expansion and trivial paravalvular leak. A second cardiac arrest occurred presenting with a pulseless electrical activity rhythm, which the physician/authors attributed to myocardial stunning during balloon inflation and rapid ventricular pacing. Next ECMO flow was increased until normal ventricular mechanical activity was restored and the hemodynamic status stabilized. Pre-discharge echocardiography confirmed the absence of aortic regurgitation with a normal transvalvular gradient of 10 mmhg. The one-year follow-up confirmed good clinical status and proper performance of the valve with a mild paravalvular leak. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: vizzari et al. Veno-arterial extracorporeal membrane oxygenation supported transcatheter aortic valve implantation in a hi gh-risk covid-19 patient: a comprehensive case report. European society of cardiology 8(9) 2024. Doi.org/10.1093/ehjcr/ytae457. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.